Event description:
Report for pt 1 of 2: the 3.3 and 4.0 inr with protime system vs. 2.6 inr with unspecified lab system. Pt therapeutic inr: 2.0 - 3.0. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed.